Manufacturer narrative:
D2b: pro code (product code) - obj.

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the intravascular ultrasound (ivus) catheter was inserted post-stent placement. The transducer caught on the stent edge and broke off in the vessel. The device fragment was trapped using another stent. The procedure was completed using an alternative method, and no patient complications were reported.